Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an occlusion alert on the ilet device. The agent explained that the alert indicated pressure within the system, potentially in the tubing or infusion set. The patient, who was using an inset 6mm 23" infusion set, was advised to change all supplies to resolve the alert. The patient completed the supply change, and the occlusion alert cleared. No issues were observed with the previously removed infusion set. Blood glucose levels were not affected. The patient stated they would call back if any further issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.